Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient had a very small glenoid vault with soft bone. Mako robot was used to place the implant precisely with minimal reaming. Baseplate was implanted using a 6.5 x 25 mm screw. Dr (B)(6) decided to switch to a short post option for fixation. The baseplate was implanted using the 7 mm post successfully with excellent purchase. The peripheral screws were drilled and implanted. As implanting the final anterior screw of the baseplate, the anterior portion of the baseplate fractured. This fracture compromised the stability of the baseplate. It was decided to take everything out of the glenoid and to convert to a hemiarthroplasty. A pyrocarbon hemi was implanted on a revive stem.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. While an x-ray was not provided, the opinion of a medical expert was sought due to the complexity of this case. The medical opinion is summarized as follows: the glenoid bone fracture occurred due to a combination of poor bone quality and the small size of the glenoid. With the minimal information at hand, the ae should be classified as a patient-related ae until additional information is provided to show otherwise. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to patient-related factors. The patient presented with a combination of poor bone quality and a small glenoid. This combination resulted in the intraoperative fracture noted in the event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that patient had a very small glenoid vault with soft bone. Mako robot was used to place the implant precisely with minimal reaming. Baseplate was implanted using a 6.5 x 25mm screw. Dr (B)(6) decided to switch to a short post option for fixation. The baseplate was implanted using the 7mm post successfully with excellent purchase. The peripheral screws were drilled and implanted. As implanting the final anterior screw of the baseplate the anterior portion of the baseplate fractured. This fracture compromised the stability of the baseplate. It was decided to take everything out of the glenoid and to convert to a hemiarthroplasty. A pyrocarbon hemi was implanted on a revive stem. During investigation, it has been revealed that this fracture led to the use of a pyrocarbon head on a revive stem which is an off-label use.